Manufacturer narrative:
Pt was an outpatient from a clinic. Sample collection and preparation info was not provided. There was insufficient sample to sent to beckman coulter inc for further testing. On (B)(4) 2009, the customer stated that since this pt's sample was the only erroneous result in question, and no other assay or hardware issues had occurred, customer concluded that issue was likely sample-related and isolated to this pt only. However, because she does not know the clinical presentation of the pt, customer does not know why this sample was 'problematic'. System checks run on (B)(4) 2009 and (B)(4) 2009 passed all parameters. Three levels of quality control (qc) run on day of event service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous and discrepant access vitamin b12 test results were obtained for one pt sample when using the access 2 immunoassay system. Erroneous test results were not reported out of the laboratory. This event occurred with only one pt. Another pt sample, in the same analytical range, was tested for precision. Precision was within expected range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.